Event description:
As reported, during closure, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed when retracted, and the plug could not be released. Manual compression was held to stop the bleeding. There was no patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd, and the device was stored and prepped according to the IFU. There were no visible signs of damage to the device or its packaging prior to use. A non-cordis catheter sheath introducer was employed. At the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the site had not been closed with any closure device or manual compression within the past 30 days. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window changed to a solid black color. When an attempt was made to depress the deployment button, it could not be depressed at all. Despite the indicator window showing solid black at that time, it also displayed red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during closure, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed when retracted, and the plug could not be released. Manual compression was held to stop the bleeding. There was no patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, during closure, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed when retracted, and the plug could not be released. Manual compression was held to stop the bleeding. There was no patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd, and the device was stored and prepped according to the IFU. There were no visible signs of damage to the device or its packaging prior to use. A non-cordis catheter sheath introducer was employed. At the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the site had not been closed with any closure device or manual compression within the past 30 days. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window changed to a solid black color. When an attempt was made to depress the deployment button, it could not be depressed at all. Despite the indicator window showing solid black at that time, it also displayed red color during retraction. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button of the device was found dislodged from the lever assembly and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. Functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism, however the button was found dislodged from the lever assembly. The button remained attached to the handle as it is designed to stay secured in the marked yellow area named case slot. Due to the dislodged button found on the unit, amplified images were taken, revealing plastic damages on the button. The damages on the button have a specific direction, aligned with the force applied when pressing the lever assembly and button (button highlighted in yellow). This suggests that an excessive force, likely applied downward and forward in the direction of the handle, may have caused both the disengagement of the button from the lever assembly and the damage observed on the lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the deployed device and dislodged button from the lever assembly; however, the internal mechanism of the lever was found with no anomalies. The button remained attached to the handle as it is designed to stay secured in the marked yellow area named case slot. The damages on the button have a specific direction, aligned with the force applied when pressing the lever assembly and button. This suggests that an excessive force, likely applied downward and forward in the direction of the handle, may have caused both the disengagement of the button from the lever assembly and the damage observed on the lever mechanism. The cause of the conditions found could not be conclusively determined during analysis. Procedural, anatomical, and/or handling factors might have contributed to the difficulty in pressing the level and that difficulty consequently led to the disengagement of the lever. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.